Manufacturer narrative:
Received one device. Visual inspection found no damage. The flat filter was returned with syringe. Upon inspection of the filter, no obvious abnormalities were found. Upon inspecting the appearance of the flat filter that was returned to us, we found that there was air and liquid inside the filter. To check its functionality, we injected water into the filter and confirmed that water flowed out the tip without any problems. Since air was found inside the flat filter when we received it, it is possible that a temporary airlock had occurred. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.

Event description:
It was stated that the liquid is not passing through the filter. No patient involvement.